Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. Review of the logfiles for the day of treatment showed during the whole day the user performed two treatments successfully without any error or relevant warning. The reported treatment was the first one of the day and showed the user performed a bad docking for suction. With the second attempt the user was able to get good suction, and performed the treatment with no further issues. The second treatment was performed similarly as the first treatment. During the complete day the user renewed the energy check so all treatments were performed in the required time range. The logfile shows no error or relevant warning messages during the complete day, and also the energy stayed stable and showed no abnormalities. No problem with the system can be identified by reviewing the logfiles. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A laser technician reported incomplete flap and large white area at 12:00 o'clock position that did not allow flap to be lifted. Reporter indicated surgeon used a blade to open and lift the flap. The excimer ablation was applied and no post operative issues reported.